Manufacturer narrative:
Investigation: a lot# was not provided but the suspected batch, 8116296 and it an batch, 8116305 had a DHR performed and no qn was raised for foreign matter. The complaint in unconfirmed as no sample or photo was received and a root cause could not be determined.

Event description:
The following was reported for a unspecified bd catheter, "it was reported that there was a clear 1mm plug at the end of the needle tip. Per complaint form: nurses at desk look at the new device (cathena) and going over the steps for insertion. Bethanne loosened the catheter and there was a clear 1mm plug at the end of the needle tip. The product and clear plug was not kept. 3-4 other nurses also saw this. No injury occurred . Instructed that if incident happens again, that they need to keep the product and write down the lot #."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The following was reported for a unspecified bd catheter, "it was reported that there was a clear 1mm plug at the end of the needle tip. Per complaint form: nurses at desk look at the new device (cathena) and going over the steps for insertion. Bethanne loosened the catheter and there was a clear 1mm plug at the end of the needle tip. The product and clear plug was not kept. 3-4 other nurses also saw this. No injury occurred . Instructed that if incident happens again, that they need to keep the product and write down the lot #."